Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, complete lead was returned and this lead went through series of examination. There was dried blood or body fluid in the helix housing. The helix was extended and bent. There were also tissue tangled in the helix. Some tests were conducted where this lead passed. Additionally, no anomalies were noted through x-ray.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low out of range pacing impedances, noise, oversensing and pacing inhibition. There was no evidence of asystole greater than 2 seconds. The noise could be reproduced with isometrics. An x-ray confirmed clavicular/first rib crush. The lead was explanted and replaced without incident. No adverse patient effects were reported.